Event description:
Reporter alleged that compact test strips were missing the expiration date on the strip vial. The manufacturer's electronic inventory system shows the actual expiration date to be 01/31/2011. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.

Event description:
The pt experienced a shocking or jolting sensation. Add'l info has been requested.